Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported seeking medical attention at emergency room (ER) on (B)(6) 2025, due to high blood glucose levels exceeding 500 mg/dl, despite taking 40 units of insulin. The visit lasted 8.5 hours, and the patient was discharged on (B)(6) 2025. Symptoms included chest, arm, and neck pain, resembling muscle spasms. The diagnosis was high glucose levels, and treatment included insulin and morphine for pain. The patient reported that the omnipod 5 app was stuck on step 19 during loading. The pod's pink slide moved forward, and the cannula was inserted into the skin during wear. There was redness and swelling at the pod site, and insulin leakage was noticed. The cannula appeared normal upon removal. The patient was wearing a pod between 36 and 48 hours on the leg.